Event description:
Patient has a st. Jude riata rv lead. A call to technical services on 7/21/2012 states that patient was shocked 2 times, had 6 divert confirms. On the rv lead only, a clean line, fib like waves and then rvs, v fib looking stuff, rvs and then after a few it shocked him, all numbers are good, impedance is fine, can't get it to do any noise, he was sleeping and woke up getting shocked, has had an rv lead replaced before but now he is not sure. Patient is currently in ER. Rep on scene could not recreate noise - events happened over several days. Suggested they try to recreate with deep breathing, since noise seems to happen every few seconds - possible respiration pattern? Suggested they also put the device in mo for testing, consider turning off for overnight if patient will be in hospital. Patient has been sent for chest x-ray. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).